Event description:
It was reported that a distal radius osteotomy revision surgery was performed on (B)(6) 2023, to replace a broken-off volar distal radius plate. A few weeks after the revision surgery the plate broke again a second time and had to be replaced again. A plate from a competitor was used to finish the surgery successfully and this surgery was performed on (B)(6) 2023. The broken implant was completely retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
One unpackaged ar-8916vsr-05 batch# 13755445 was received for investigation. Visual inspection identified that the plate was broken at hole one. Scratches were noted on both surfaces of the device, and discoloration. Functional testing was not performed due to the damage to the device. No x-rays were provided. Eight different screws were returned, and no information was provided about them. The most likely cause of this failure can be attributed to environmental due to a patient specific event that the patient did not follow the doctor's instructions after release from surgery. Complaint allegation is confirmed.